Event description:
Report received of air in line. General report received of 4 incidents where the clinician discovered air in the line of the monitoring kits just distal to the blood sampling port. It was reported that two of the 4 monitoring kits could not be zeroed. There were no reports of any adverse patient events. The monitoring kits were connected to umbilical catheters of patients. Multiple unsuccessful attempts have been made to obtain additional information.